Event description:
The dentist reports that the abutment screw fractured above the threads post restoration.

Manufacturer narrative:
Visual inspection of the returned screw confirmed the complaint. It was noted that the screw had completely severed at the first thread; the threaded portion was not returned and the hex head had minor signs of wear damage. A definitive root cause could not be determined.